Manufacturer narrative:
This report is being filed to provide additional information: corrective and preventive action: an internal CAPA has been initiated to address user interface issue of using an incorrect disposable set for a procedure.

Event description:
The customer reported that they inadvertently used a cobe spectra therapeutic plasma exchange (tpe) disposable set for a red blood cell exchange (rbcx) procedure. The rn noticed plasma in the waste bag. The rn stopped the procedure and discarded the disposable set. No medical intervention was required for this event. The patient is reported in stable condition. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, 300mls of plasma had been removed and 320mls of rbcs had been delivered to the patient. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. All spectra procedures use a confirmatory screen at the beginning of prime that states what disposable was entered. During run, the procedure type is displayed in the corner of the screen. Also, the data entry screens are different for each type of procedure, making data entry errors more obvious. Follow up was performed with this operator to extend an offer of retraining. The facility did not implement any additional policies stemming from this event but the operator did go on to state that she had accidentally loaded the wrong set, had been in too much of a hurry, and now she double checks her own work. Root cause: the definitive cause of the patient¿s plasma being removed instead of rbc¿s is the incorrect kit that was loaded onto the spectra machine. An rbcx kit should have been loaded instead of the tpe set.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.